Event description:
Procedure type: liver donor nephrectomy. According to the reporter: when the surgeon tried to clip a vessel, the clip became stuck in the jaw. The adrenal vein was lacerated in the process of removing the instrument. Another device of the same kind was used to complete the procedure. The patient is reported in well condition, no further complications.